Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curve of the discrepant result was analyzed. The reported sample ID was positive for sars-cov2 target. The amplification curve of the sample showed late amplification. However, the curve looks normal. Amp tray plate mapping was reviewed, and it showed no carry over risk. Per ticket text, the customer reported discrepant results for one sample when running the resp-4-plex assay on alinity m instrument. The sample was positive on alinity and retested on cepheid and came out negative. Since the positive sample was near assay limit of detection(lod) with a cycle number value of 41.76, it is possible that retesting might give negative results. Additionally, the retesting was performed on cepheid system, which is a different technology than the alinity m instrument, and the difference in results are possibly due to the inherent difference across the two different technologies. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. Additionally, no issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 514503. Additionally, customer data review verified that the curve for the reported sample appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified 1 additional complaint for the alinity m resp-4-plex amp kit (list 09n79- 090) lot 514503 which was related to this investigation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported they had received false positive results on their alinity m resp-4-plex assay. The sample repeated as negative on the cepheid. The molecular application specialist (mas) downloaded the log file via abbottlink and analyzed them. The log file analysis revealed a slight amplification for the affected sample with cycle number (cn) at 41.76 cn. The affected sample was the only sample positive for the cov-2 target. The sample was retested automatically as the lab's rule is that any samples with a cycle number (cn) above 35 are retested. Customer stated that both results were going to be released to the clinic and the decision as to which result to consider will be made by the clinic. Therefore there was no report of patient impact due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.